Manufacturer narrative:
Summary of investigation: batch w24925 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met the product release criteria. The consumer reports that the "patch was too hot". Review of the records does not provide evidence to support a defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch. Device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot for this batch. Per (B)(4), complaint trending guideline effective (B)(6) 2020, a visual examination was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to trending chart wrap patch pad too hot w24925. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass wrap/patch/pad too hot for flexible use 8 hour products. Refer to attached trending chart wrap patch pad too hot flex use heat wrap 8 hr 01-21-2018 to 01-21-2021. No other action is required. Site sample status: not received.

Event description:
Event verbatim [preferred term]. The patch was too hot [device issue]. Narrative: this is a spontaneous case from a contactable consumer. This (B)(6) year-old female consumer started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number w24925, expiry date 28feb2021, from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer thought the patch was too hot and had to take it off again. The patch was worn over cloths as she was already (B)(6) years. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Summary of investigation: batch w24925 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met the product release criteria. The consumer reports that the "patch was too hot". Review of the records does not provide evidence to support a defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch. Device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot for this batch. Per (B)(4), complaint trending guideline effective (B)(6) 2020, a visual examination was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to trending chart wrap patch pad too hot w24925. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass wrap/patch/pad too hot for flexible use 8 hour products. Refer to attached trending chart wrap patch pad too hot flex use heat wrap 8 hr 01-21-2018 to 01-21-2021. No other action is required. Site sample status: not received. No follow-up attempts are needed. No further information is expected.